Manufacturer narrative:
This report is for two (2) unknown 5.0 mm locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown 5.0 mm locking screws. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent implant procedure for segmental femur fracture. Postoperative, one fracture healed and the other did not, causing the distal screws to break. On (B)(6) 2018, patient underwent revision surgery. During the revisions surgery, a lateral entry femoral nail and distal end screws were removed due to a non-union and broken screws. Surgeon removed two intact proximal screws, and two broken distal screws. The tips of the screws were left in the femur and not removed. Device was exchanged to a new lateral entry femoral nail. The surgeon also used reamer/ irrigator/ aspirator (ria) system to harvest bone graft and put at the non-union. Surgical delay and procedure outcome is unknown. Patient outcome is unknown. Concomitant device reported: lateral entry femoral nail (part # unknown, lot # unknown, quantity # 1) this report is for two (2) unknown 5.0 mm locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part of the screws remained in the patient¿s bone; device not considered fully explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: lateral entry femoral nail (part # unknown, lot # unknown, quantity # 1); 5.0 mm proximal locking screws (part # unknown, lot # unknown, quantity # 2).